Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 4 fragments. The lead tip and the proximal fragment were not returned. An extraction aid was found in a medial fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. The rv shock was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported low pacing impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to pacing impedance less than 200ohms. No adverse patient events were reported. Should additional information be received, this file will be updated.